Event description:
Based on a review of medical records provided by patient's attorney: (B)(6) 2005 - repair of recurrent incarcerated ventral incisional hernia with composix kugel mesh. Bowel adhesions noted on hernia sac that was irreducible. On (B)(6) 2008 - repair of recurrent ventral hernia with composix kugel mesh. On (B)(6) 2009 - admission through ER for chills, fever, increased abdominal pain with drainage from the abdominal wound and exposed infected abdominal wall mesh. On (B)(6) 2009 - exploration and removal of the composix kugel. Mesh was laying open, wound had necrosed. One mesh removed, the second only partially removed. On (B)(6) 2009 - admitted with pain, nausea, vomiting, infected wound, enterocutaneous fistula, acute renal failure secondary to enterocutaneous fistula. On (B)(6) 2009 - repair of fistula, excision of infected mesh, small bowel resection and complex abdominal wall reconstruction with alloderm. On (B)(6) 2009 - office visits with a necrotic scabbing in the middle part of incision, previously debrided, drain removed, wet-to-dry dressing continued, still not healed. On (B)(6) 2009 - wound debridement, abdominal wound irrigation and revision of abdominal wound. On (B)(6) 2009 - revision failed. On (B)(6) 2009 - split thickness skin graft to abdominal wound. On (B)(6) 2009 - bulge on left side of abdomen, may be a recurrence vs. Loosening up of alloderm. Wound culture grew (B)(6), patient on antibiotics.

Manufacturer narrative:
The patient's attorney initially reported a single composix kugel mesh, which was filed with the FDA under (B)(4) when davol was originally made aware of the complaint. However, medical records were later received that identified an additional mesh. Based on the medical records received, an obese patient with multiple medical comorbidities, including diabetes and chronic anemia, underwent repair of a recurrent incarcerated ventral hernia with bowel adhesions using a composix kugel mesh on (B)(6) 2005. Nearly four years post implant, the patient was treated for a recurrence with another composix kugel mesh. On (B)(6) 2009, the patient had one mesh removed and another partially removed. It was not clear which of the two meshes was fully explanted during that procedure. The remaining second mesh was explanted on (B)(6) 2009. During the (B)(6) 2009 procedure, it was noted that the patient's wound had necrosed. The surgeon speculated that the mesh had eroded into the bowel and colon. However, no specific device failure that would have led to that reported outcome was indicated. The procedure on (B)(6) 2009 also included repair of an enterocutaneous fistula and repair of the abdominal wall with an alloderm graft. The patient also had wound complications following implant of the alloderm graft, including a failed wound revision and a possible recurrence. Currently, it is unknown whether the device may have caused or contributed to the event. No product has been returned an no specific device failure has been reported. While it is unclear if the mesh may have contributed to the reported event, fistula formation and infection are listed as possible adverse reactions in the product's instructions for use. No conclusion can be drawn at this time.